Manufacturer narrative:
Philips service replaced the fdc unit and reprogrammed the sd card. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot fdc unit and sd card were reprogrammed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.